Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29jul2019.

Event description:
The customer reported unit shut down while in use on patient. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 24oct2019. After numerous attempts to obtain information on the repair of this device and faulty part/s return with no response, this complaint is being closed. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported unit shut down while in use on patient. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.